Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was informed that a patient began experiencing issues with the machine leaking air from the pipe in early 2024. The patient reported ongoing difficulty sleeping, consistently waking up tired, and experiencing dry mouth, snoring, coughing, sinus congestion, and headaches. Additionally, the patient, who is diabetic, noted that these symptoms have worsened over time. The patient's doctor advised that the device has been recalled and should be replaced, but the philips website indicates that the window for registering the recalled device has closed. The patient emphasized the need for a new CPAP device, as the current one is negatively impacting their sleep quality, which is contributing to depression and anxiety. No medical intervention has been reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
This report is submitted to provide additional information from the manufacturer's final investigation findings and to include the related coding fields and date received by mfg. The manufacturer previously reported: "the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was informed that a patient began experiencing issues with the machine leaking air from the pipe in early 2024. The patient reported ongoing difficulty sleeping, consistently waking up tired, and experiencing dry mouth, snoring, coughing, sinus congestion, and headaches. Additionally, the patient, who is diabetic, noted that these symptoms have worsened over time. The patient's doctor advised that the device has been recalled and should be replaced, but the philips website indicates that the window for registering the recalled device has closed. The patient emphasized the need for a new CPAP device, as the current one is negatively impacting their sleep quality, which is contributing to depression and anxiety. No medical intervention has been reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete." The product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. In addition, CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h.9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities.